Event description:
The event was observed during inspection for use prior to a diagnostic gastrocamera medical examination. A similar device was used to complete the procedure.

Manufacturer narrative:
Correction: b5 - information was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the printed (g1) circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a failure of the circuit board. The device evaluation found that the screen coating was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the liquid crystal display monitor, image was not displayed even when powered on and the power of the monitor would not stay on after one minute. The issue was found during inspection for use. There were no reports of patient harm.